Event description:
It was reported to medtronic neurosurgery that the line of the exacta drainage system was unable to be primed during setup due to a blockage at the patient stopcock. According to the report, another one was used to complete the surgery.

Manufacturer narrative:
The returned product met the requirements for leak testing. It did not meet the requirements for patency testing as the zero reference stopcock connection going to the drip chamber was observed to be occluded. A review of the manufacturing records showed no anomalies. (B)(4).